Event description:
It was reported that the device would intermittently not operate. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the charge pak and switch flex cable assembly. After replacing the charge pak and switch flex cable assembly, proper operation was confirmed and the device was returned to the customer.